Event description:
It was reported that customer has a tubing pack that was open inside of case. Customer unsure of sterility issues and therefore, returning product.

Manufacturer narrative:
(B)(4) evaluation summary: investigation is still in progress and a supplemental report will be submitted as soon as additional information is received.